Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced high blood glucose level. Customer's blood glucose value was 24.1 mmol/l at the time of the incident. The customer was not assisted with troubleshooting for high blood glucose. The customer was treated with insulin injection. It was unknown using insulin pump system within 48 hours of reported high blood glucose event. It was unknown the auto mode feature was active or not at time of high blood glucose event. Customer stated pump was blank and pump was exposed to moisture. The device will not be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. Patient returned pump for experiencing high bg and alleged blank display, exposed to moisture and cosmetic damage located at the back of the pump observed on (B)(6) 2022. Pump received with blank display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test due to blank display. Unable to download history files and traces using thus due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, motor and harness assembly vibrator. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, serial number label stained, serial number label fading, pillowing keypad overlay and keypad overlay texture damage. Blank display was confirmed during analysis due to moisture damage. Pump exposed to moisture confirmed on the pcba 1, pcba 2, force sensor, motor and harness assembly vibrator. Unable to download history files and traces using thus due to blank display. Cosmetic damage confirmed at corner of the belt clip rails near the battery compartment and at battery tube threads. Unable to verify customer's high bg complaint. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.